Manufacturer narrative:
Complaint conclusion: the balloon of a powerflex pro pta balloon catheter (bc) ruptured at 8 atm (eight atmospheres) during initial dilation. It was removed and replaced with another balloon catheter. There was no reported patient injury. The patient¿s information was unknown. The intended procedure was pta (percutaneous transluminal angioplasty) of a target lesion located in the left superficial femoral artery with heavy calcification. There was 99% stenosis in the lesion. For the procedure, a 4x100mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media was unknown; however the ratio was 50:50. The indeflator was unknown and it was unknown if the device was used successfully with other devices. After the guidewire crossed the lesion without difficulty, the powerflex pro was inserted into the patient. There was no resistance/friction as the device was inserted into the patient. There was no difficulty experienced as the device was advanced to and across the lesion. However, the balloon ruptured at 8atm during its initial dilatation. The catheter was not ever in an acute bend and did not kink during use. The balloon initially inflated normally before rupture. The device was removed easily from the patient and it was removed intact. Other unknown new balloon was used instead and the procedure finished successfully. There was no reported patient injury and current status is unknown. The product will not be returned for analysis. A device history record (DHR) review of lot 15901890 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 99% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Please note that the gender of the patient is unknown. Initial reporter's name is (B)(6). The hospital is (B)(6) hospital. (B)(6). The product will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a powerflex pro pta catheter ruptured at 8 atm during initial dilation. It was removed and replaced with another balloon catheter. There was no reported patient injury. The patient¿s information was unknown. The intended procedure was pta of a target lesion located in the left superficial femoral artery with heavy calcification. There was 99% stenosis in the lesion. For the procedure, a 4x100mm powerflex pro pta catheter was opened. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media was unknown; however the ratio was 50:50. The indeflator was unknown and it was unknown if the device was used successfully with other devices. After the guidewire crossed the lesion without difficulty, the powerflex pro was inserted into the patient. There was no resistance/friction as the device was inserted into the patient. There was no difficulty experienced as the device was advanced to and across the lesion. However, the balloon ruptured at 8atm during its initial dilatation. The catheter was not ever in an acute bend and did not kink during use. The balloon initially inflated normally before rupture. The device was removed easily from the patient and it was removed intact. Other unknown new balloon was used instead and the procedure finished successfully. There was no reported patient injury and current status is unknown. The product will not be returned for analysis.